Event description:
It was reported by service report that the cot had cracked base spacers, bent and cracked fowler bracket, damaged lock tube assembly, worn extension spring and j-slot bushing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bracket. Cot was removed from service and was not repaired and returned.